Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. Cause of overheating and error is a corroded motor/gearbox. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about november 13, 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Event description:
It was reported that the mdu hand control shaver overheated and got very loud during a knee procedure. A delay of less than 30 minutes was noted. The procedure was completed with a backup device. No patient injury or complications were reported.